Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation/distortion problem. The most probable cause is a random component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that due to damage on charged coupled device (ccd) unit, the monitor shows a black screen with no image. There was no patient involvement.